Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source with blinking indicator lamps on front panel. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. Troubleshooting was performed with the customer and the customer was advised to return the device for evaluation as troubleshooting did not resolve the reported issue. The device was not returned, and no further information was available. Olympus will continue to monitor field performance for this device.